Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history records was reviewed and there were no nonconformances found that were related to this complaint. This instrument was inspected 100% for visual nonconformance at the time of manufacture. The subject device was received with the tip partly broken off. The tip was broken off due to excessive force over the years. This instrument was old and used often. This complaint is deemed indeterminate from a manufacturing position.

Event description:
During a hip pinning procedure, the surgeon was attempting to place the first screw and had difficulty tightening it. He handed the cannulated 4.0mm hexagonal screwdriver to the scrub tech. While the tech was working on the screw, the tip broke off and away from the pt. The surgeon used another screwdriver and completed the procedure. No adverse effect to the pt was reported.